Event description:
It was reported that pt underwent total hip arthroplasty in 2001. Revision procedure was performed in 2007, and metal stained tissue was noted within the joint.

Manufacturer narrative:
Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of divice history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. Eval of explanted devices noted scratches on the bearing surfaces of the modular head and liner components. Further examination found evidence of possible subsidence of shell component and wear between the shell and screw components.